Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the system was working within expectations and did not show any concerns about the health of the sensor. The observed differences were attributable to the situations in which estimated sg values provided by the eversense app were entered as calibrations instead of true bg values. The user was advised to enter only blood glucose meter values obtained via fingerstick when calibrating, as use of estimated values or other sources may affect system performance. Customer care recommended the user to re-link their sensor to clear calibration history and any potential calibration misalignment. Customer care informed the user to continue using the system and to reach out if they had any additional concerns. The user agreed with this assessment. Post re-link, bg values were entered as calibrations during the initialization phase. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.